Event description:
The compact air drive (cad) was returned for service. It was reported that the bearings and push button were worn. No adverse event was associated with the device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the device was not functioning. This was contributed to improper maintenance of the device. Device was repaired and returned to the customer on (B)(4) 2012. Placeholder.